Event description:
A malfunction was reported in the form of a software error with the code malf 0, but there was no event leading up to this issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and contact support again if any issues reoccurred, which the customer understood.